Event description:
Per the report received from switzerland, edwards received notification of a 52 mm evoque procedure in the tricuspid position. The patient's baseline cardiac rhythm was reported as atrial fibrillation (af). Directly after release of the evoque valve, the patient experienced tachycardic af with extrasystoles in the hybrid operating room. The patient received intravenous magnesium and underwent two electrical cardioversions; the first resulted in a brief period of sinus rhythm followed by early recurrence of af, and the second resulted in sustained sinus rhythm. The patient was recovered.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. D4: primary unique device identification (UDI) number: (B)(4). E1: telephone number: (B)(6).